Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was the patient's ins was replaced in 2017 because it was not working right. The patient (pt) stated the wire pulled out a little bit and they had to put a new ins in when trying to clarify whether ins and leads were both replaced. This has since been taken care of. The pt stated that this all occurred in 2017.